Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Based on the results of the investigation, it is likely, that high-energy hand instruments (laser/high-frequency/etc.) Were used without ensuring sufficient distance from the distal end. A definitive root cause cannot be identified. The suggested event can be detected and prevented, by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.